Event description:
It was reported that the ventilator stopped ventilating while it was connected to the patient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped ventilating while it was connected to the patient. The ventilator was investigated by our field service engineer. The reported event could not be duplicated and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs were not received. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).